Event description:
It was reported that, "patient dislocated left knee. Patient has a posterior stabilized knee component, unstable medially."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.